Event description:
It was reported by the customer that a pyxis medstation es system had drawer failed and not able to recover medication. Customer stated that failed drawer prompted out as error. There was no patient delay and customer medication was able to get the medication from elsewhere. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer failure could not recover medication. The field service engineer dispatch was cancelled. However, the customer resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.